Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider and consumer regarding a patient with an implantable neurostimulator ins. It was reported the patients device was no longer working and the caller couldn't connect to check MRI mode. It was noted the patient hadn't used the device for several years. It was recommended the patient follow up with their healthcare provider. No symptoms were reported. No further complications were reported or anticipated.